Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill message occurred after the cartridge was filled with approximately 200 units. There was no reported impact to blood glucose. Reportedly, the customer added insulin to the cartridge and completed the load process.